Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 50 mg/dl. Reportedly, customer alleged pump did not suspend insulin when bg was going low. The customer drank soda to treat low bg. During troubleshooting tandem technical support found that the pump did suspend insulin as expected when customer's bg was going low; however, the customer¿s insulin suspension alert was turned off. Tandem technical support guided customer through turning alerts on.